Event description:
The customer reported to olympus, the video processor produced a defective image when turned on. Countless dots covered about 70-80% of the screen like a film, making it difficult to see what was behind the subject in the image. The customer turned the power off and on again, but the problem persisted. The issue was found during preparation before use in an unspecified procedure. During the device evaluation, when switching between lamps a and b, it was confirmed that lamp a did not light up. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that switching between lamps a and b confirmed that lamp a did not light up. Countless dots covered about 7-8% of the screen like a film. The subject was visible, but it was difficult to see the back. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be identified; however, it is likely that an md-151 (halogen lamp) attached to lamp a is broken or damaged by some factor, leading to the malfunction. Olympus will continue to monitor field performance for this device.